Manufacturer narrative:
Information was provided that the staff must have made an error with the examination and power was deviated. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information was requested. (B)(4).

Event description:
A customer reported following the implant of an intraocular lens (iol), a patient experienced poor visual acuity and double vision. The lens was exchanged during a secondary procedure. Additional information was requested.